Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned device found that it is not in its original packaging. The screw fractured into two pieces approximately 1/3 of the way down from the distal tip. There is debris on and in the returned pieces. Based on the condition of the product material found during visual inspection, additional material testing is not required. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference:(B)(4).

Event description:
It was reported that, during a procedure, the biosure screw broke when it was screwed into the patient. It was possible to extract the broken piece. Surgery was completed using a back-up device instead, a delay was reported, however, it is unknown if it was significant. No consequences or further complications were reported.